Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's brother alleges his brother was driving the scooter when a car cut him off, he swerved and went onto a dirt road where he fell off of the unit, inuring his shoulder, arm and fingers.

Manufacturer narrative:
The device was returned and evaluated. The evaluation determined the alleged incident to be due to user error.

Event description:
Consumer's brother alleges his brother was driving the scooter when a car cut him off, he swerved and went onto a dirt road where he fell off of the unit, inuring his shoulder, arm and fingers.